Event description:
It was reported the disposable leaked on the pump. Patient woke up and tubing at the cassette was disconnected from the extension tubing. The patient was getting dressed and pulled at the tubing. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.